Event description:
It was reported that the tip of the guidewire broke and was removed via snaring. A 180x25cm fathom -16 was selected for use in uterine fibroid embolization (ufe). During the procedure, it was noted that the tip broke inside the patient. The device was removed via snaring and the procedure was completed. No patient complications were reported.